Manufacturer narrative:
The reported failure condition (tip breakage) could not be confirmed since the unit was not received for inspection. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: material brittleness; excessive force applied by user; inadequate size selected for the application; inadequate window profile. A unique root cause cannot be identified for this particular event since none of the above could be ruled out. Thus the root cause will remain as multi factorial. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that pieces of the shaver blade fell into the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that pieces of the shaver blade fell into the patient.